Event description:
Information received by medtronic indicated that the customer inpen was not logging doses. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
Per san diego analysis: inpen failed base line functionality test and displacement dose accuracy. Multiple attempts to pair with commercial app using 3 units were made. Inpen failed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,10,13,3.5,4,4. The battery was measured to be at 3.01v. Corrosion was found on the solder on the contact board. This may have caused inaccurate doses or no transmission at all. See the attachment for additional details. Dose log inaccuracy was observed during analysis. Therefore, dose log inaccuracy was confirmed due to corroded encoder contacts. Customer concern of no communication remains unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.